Event description:
Reporter alleged that there was an entrapment death. He reported that the pt was found between the mattress and the right head siderail. (Zone 3) reporter declined to release any further details regarding the incident. Hill-rom technician tsr found that the bed was an advance bed with a v-que air mattress installed. Hill-rom tech found that the advance bed and the v-que mattress functioned as designed. The advance bed had siderail filler kits installed but had not been upgraded with an hbsw kit.